Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported a patient underwent an open reduction osteosynthesis procedure on (B)(6) 2016. During the procedure, the drill bit was found to be spinning eccentrically. This was found when testing function and not during use on the patient. A backup device was tested and was found to have the same issue. The procedure was completed with one of the two drills tested.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found evidence of product non-conformance. During evaluation, the run-out was found to be out of specification. Further investigation has been initiated to address the reported issue. It was deemed no further actions necessary.